Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to liver failure. Tandem technical support could not confirm if hospitalization was related to issue with pump/supplies as customer declined to provide any other information. There was no reported impact to the customer's blood glucose level.